Event description:
Pt status post nail, blade and screw implantation on (B)(6) 2011 experienced pain while performing physical therapy approx three weeks post operative and returned to surgeon. An x-ray on an unk date revealed the nail migrated outside the femoral head. Pt was returned to the operating room on (B)(6) 2011, hardware was removed and pt was revised to hemi-arthroplasty, total hip replacement. This is two of three reports for this event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn as no product was returned.